Event description:
On 12/24/2009, pt reported, she switched to her backup infusion device using the same insulin cartridge from her primary infusion device in (B) (6) 2009. Pt reported her blood glucose is ranging from 400 - 600 mg/dl. Pt's normal blood glucose range is around 100 mg/dl. Pt reported, she is currently using insulin injection therapy and has removed the backup infusion device. During troubleshooting discovered, pt had inserted the existing insulin cartridge into the back-up infusion device without priming the infusion device. Advised pt she was not receiving insulin because the piston rod was not flush with the insulin cartridge. Advised the pt to complete the change the cartridge mode and manually adjust the piston rod to 200 units which is how much insulin is in the existing cartridge. Pt reported she was able to prime until insulin flowed out the end. Advised pt to connect to the infusion device. Advised her to monitor blood glucose closely. Pt reported, her blood glucose had decreased to 250 mg/dl during the call. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.